Event description:
It was reported that this pacemaker had several stored atrial tachy response (atr) episodes. Technical services (ts) analyzed device episode data and found that there was far-field oversensing of the right ventricular (rv) lead signal by the right atrial (ra) lead which resulted in the inappropriate atr episodes. Ts recommended reprogramming options as troubleshooting and cardiologist executed them during call. No adverse patient effects were reported. Currently, this pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).